Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking a 3d spin. Troubleshooting was performed. The local representative (cc) attempted going into 2d and back to 3d, but she was unable to get back to 3d. She rebooted the system, and the issue was resolved. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot#: (B)(6), h6: the system was serviced in the field. There was found to be a faulty low 5v power supply. Codes b01, c02, and d02 are applicable. H6: the returned power supply was analyzed. It was installed in a test system. The system did not initialize. The generator did not ready. Ps1 output voltage failed. Measured 0vdc, no voltage. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.